Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed electromagnetic interference (emi) signals. Technical services (ts) reviewed the device data and noted noisy signals were likely associated with a recent surgical procedure. No adverse patient effects were reported. This crt-d remains in service.